Manufacturer narrative:
Concomitant medical products: 429888 lead, implant date: (B)(6) 2019; dtma1qq crt-d, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes at device classified termination of events. The ra lead remains in use. No patient complications have been reported as a result of this event.